Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during the procedure when the stent (subject device) was deployed at the basilar artery, occlusion of the right penetrating branches occurred. Ozagrel sodium was administered and the procedure was completed. Approximately 5 months later, the occlusion was unchanged; however, the patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during the procedure when the stent (subject device) was deployed at the basilar artery, occlusion of the right penetrating branches occurred. Ozagrel sodium was administered and the procedure was completed. Approximately 5 months later, the occlusion was unchanged; however, the patient was discharged from the hospital. No further information is available.